Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was turned off, then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage and stretching; distal segment returned and analyzed.